Manufacturer narrative:
The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Of note, bicarbonate was used with device. The root cause of the luer lock crack/leak was due to a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55 year-old male was implanted with an impella device for circulatory mechanical support. It was reported that due to a bicarbonate interaction, there was a cracked luer lock and a purge bypass was performed. There was no patient injury reported.